Manufacturer narrative:
(B)(4). Eval, results: mi, stent thrombosis.

Event description:
The pt underwent the index procedure with deployment of four endeavor sprint rapid exchange (rx) drug eluting stents, one in the second diagonal, one in the mid left anterior descending, one in the proximal left anterior descending and one in the second obtuse marginal coronary artery. One day post index procedure, the pt was discharged from the index procedure hospitalization. Approx 5 months post index procedure, the pt was diagnosed with myocardial infarction and was admitted to an outside hosp with complaints of chest pain, dyspnea and diaphoresis, EKG and cardiac enzymes confirmed st elevation myocardial infarction (stemi). The pt was immediately taken to the cath lab where thrombus from the left anterior descending stent was removed. The pt was discharged one day later. The outcome of the event is reported as recovered/resolved. In the investigator's opinion, the event of myocardial infarction was considered severe in intensity, not related to the study drug, not related to the study device, and not related to the study procedure. (Ref MFR# 9612164201100560 and 9612164201100561).